Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1805. Customer reported recurring insulin flow blocked alarms after troubleshooting. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Product return requested for mmt-1805. Customer declined to return or is unable to return.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest. No unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Multiple nodelivery alarms starting on (B)(6) 2025 18:03:19.000 to (B)(6) 2025 20:55:14.000 during bolus delivery on event date. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, stained keypad overlay buttons, cracked battery tube area, cracked battery tube threads, stained serial number label, and scratched case. Unexpected insulin flow blocked alarms/no delivery alarms were not confirmed during analysis. Crack on the pump was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.